Event description:
Noise on this rv lead was reported via home monitoring. Far field channel also shows non-physiologic deflections. A similar recording was transmitted 13-sep-2020.

Event description:
Noise on this rv lead was reported via home monitoring. Far field channel also shows non-physiologic deflections. A similar recording was transmitted (B)(6) 2020.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.